Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The mother stated that the customer did not treat the high blood glucose with a manual injection prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.